Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient has deceased. The patient presented in the emergency room. The patient had fallen several times and had suffered from severe right lower extremity pain. He was treated with medication but it was not resolved. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac. No additional information was reported.